Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two device. Visual inspection of the returned products noted that both reloads were partially fired. Microscopic evaluation noted that the first reload had damage to the cutting edge of the knife blade. The clamping mechanism of both reloads was deformed. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a left lobe resection. While firing on the lung tissue the stapler was unable to fire. The surgeon could press the green firing button but could not squeeze the handle. A second stapler was used and a component fell off the device not into the patient cavity. There was blood loss of 500ccs or more due to the product problem but a blood transfusion was not required. The case was completed using a new device. Patient status is alive.